Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) year-old, male patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient heard 2 types of sounds going off in his pain pump. He was also sweating a lot. On (B)(6) 2016 additional information received reported that the 2 types of sounds going off in the patient's pump were clarified as intermittent beeps (continuous) then it stopped on its own after 4 days. Per the patient the circumstances that led to the two sounds going off in the patient's pump was "nothing", it just started making the sounds for no reason. The steps taken to resolve the 2 types of sounds going off in the pump were the patient went to the physician for an office visit and the company representative was there as well. The patient was not sure if the issues been resolved due to inaccurate readings on the pump. Pump reading says one thing but dosage taken out manually will be off by 2cc or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.